Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the guidewire could not be removed from the left ventricular lead. Insulation damage was noted on the lead. The left ventricular lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of failure to remove stylet from the lead and insulation damage were confirmed. As received, a complete lead with a stuck stylet was returned in one piece for analysis. Visual examination found that the polytetrafluoroethylene(ptfe) coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin and crimp sleeve were found pulled out through the cap stretching the inner coil consistent with procedural damage. Electrical test found no anomalies. The cause of the reported events were isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region which resulted to the lead component detachment consistent with procedural damage. No malfunction was found on the lead.